Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving three separate products; associated mdrs #2937457-2014-00455, 2937457-2014-00456, 1225714-2013-02978, 1225714-2013-02979, 1225714-2013-01063 and 1225714-2013-01064.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6), 2010 and subsequently expired on (B)(6), 2011 after the use of the product.